Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (was required to undergo a procedure with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Diagnostic results: on an unknown date, patient had hsg test done incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (removal of the essure devices, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: hsg done, result not provided. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea(cramping), dyspareunia (painful sexual intercourse) was added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.